Event description:
It was reported that the pulse generator exhibited backup vvi twice in four weeks. The patient had been traveling in us airports.

Manufacturer narrative:
No medwatch form was received.